Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Moisture damage was found on the lcd board. It also had a cracked case at the display window corners, a scratched display window, cracked reservoir tube lip, cracked broken belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She stated that both last and current summer, she jumped into the pool wearing the insulin pump. Blood glucose value was 354 mg/dl which was treated with manual injections. She stated she was unsure if a button was pressed for 3 minutes or longer. The customer also mentioned being hospitalized on (B)(6) 2013 for phenomena and was treated with intravenous antibiotic. The customer was not wearing the device at the time of the hospitalization. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.